Manufacturer narrative:
G4: 24sep2019; b4: 27sep2019. The power management board was replaced to address the reported issue, and the part was received for failure investigation. An investigation was performed on the returned power management board and the reported issue was verified. The root cause was due to a solder joint at input of r31 (lead connected to d6) failure, resulting in 35v not reaching output of board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05july2019. A follow up report will be submitted once the repair is complete.

Event description:
The customer reported that the unit had multiple error code messages. Unit's touchscreen became inoperative and alarmed. Battery had to be disconnected to turn off the power. The customer reported there was no patient involvement.